Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv(low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation is distorted/pulled/stretched. Visual summary analysis indicates the lead has been stretched. Visual summary analysis of the lead indicated apparent explant damage. The analyst commented that the lead returned with the helix extended (stretched and bent, damaged at implant attempt) and tissue visible in it, some resistance could be felt when inserting into introducer due to helix being extended lead returned with helix retracted and tissue visible in helix. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. The outer insulation is cut at 18.5cm, explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent failure to capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.